Event description:
It was reported that, "when the instruments were being prepared for upcoming cases, it was noticed tha this instrument was broken."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.